Event description:
It was reported that the left ventricular lead dislodged at the end of the procedure. The lead was not used and another lead model was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5071 implantable pacing lead (B)(6) 2005. (B)(4).